Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a spirit trial that during stenting of the proximal cx with a xience v stent, a proximal edge dissection occurred. An additional xience v stent was deployed overlapping the first. No additional event or patient info is available.